Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Litigation papers allege, the patient had high concentrations of various metallic elements in his blood.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to acetabulum malposition, heterotopic ossification, pain, fluid in the hip capsule, cysts, severe tissue reaction, excessive tissue fibrosis, and thick fibrotic scar tissue. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.